Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Failure mode duplication could not be conducted at this time since the complaint states an interaction with capio device, which is a device from customer (boston scientific) and not from teleflex. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause.

Event description:
Nothing happened to the patient but the bullet on the end of the capio store is missing. The bullet may be lodged into the failed capio device.